Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated ind flags on two patient samples and two levels of qc for troponin (accutni) test. The erroneous results were not reported out of the laboratory. Bec hotline assisted the customer and identified a misloaded accutni reagent pack. Repeat testing performed on an alternate instrument produced results that were not questioned. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The customer confirmed there was no accutni reagent pack in the designated reagent slot. The customer found the reagent pack and removed it from the carousel. The customer reported that the reagent pack had not been punctured. Service was not dispatched for this event as the issue was resolved by troubleshooting with hotline. User error is the root cause for this event.